Event description:
During planned bilobectomy procedure a ta30 vascular stapler was placed around the pulmonary artery and deployed in the usual fashion to transect the pulmonary artery. A scalpel was then used to transect the pulmonary artery distal to the staple line and it was evident the staples had not deployed when there was a massive hemorrhage into the chest. Necessitated life-saving measures and a complete pneumonectomy.